Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, the surgeon noticed 3 more lenses with a particle on, the same type of appearance as the others. These could not be saved but were removed from the lens when the lens was in the eye. Additional information has been requested.

Event description:
This is a duplicate of manufacturer report number 9612169-2022-00192.

Manufacturer narrative:
This is a duplicate of manufacturer report number 9612169-2022-00192. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 9612169-2022-00192. The manufacturer internal reference number is: (B)(4).